Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during a follow up, high capture threshold was observed. The device was reprogrammed. The patient will return on a shortened follow up scheduled. The patient condition is good.

Event description:
New information received noted that during an ICD elective replacement procedure, the right ventricular lead was capped and replaced. The patient was in good condition post-procedure.